Manufacturer narrative:
Device evaluated by MFR: the introducer needle with stylet and radiopaque marker and coaxial dilator were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was possible to observe that the ro marker was not on the stabilizer, moreover the sections were kinked. No other issues were identified during the product analysis. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the radiopaque marker moved up catheter during procedure. An accustick needle was selected for use. However, it was noted that the radiopaque marker moved up catheter during the procedure. The device procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the radiopaque marker moved up catheter during procedure. An accustick needle was selected for use. However, it was noted that the radiopaque marker moved up catheter during the procedure. The device procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.